Manufacturer narrative:
Corrected information is provided in h.6 and h.11. The event codes a1405, a0801 and a110201 were removed and a0902 and a170101 were added. Additional information is provided in sections d.4, d.9, e.1, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The host was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The relevant complaints are under investigation. Therefore, the root cause for the relevant complaints were inconclusive. The root cause of the reported event is attributed to a non-conforming host. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic system had black screen, null, did not recognize handpiece, no fluid and loose tip and an ophthalmic handpiece did not work and patient was transferred from emergency room to another healthcare center to finish the surgery. The surgery was completed on the same day.